Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The following implant dates were reported, it is unknown which date corresponds to the procedure: (B)(6) 2009, (B)(6) 2010. A second physician was reported with this event; it is unknown which physician completed the procedure: (B)(6).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.